Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that when filling this cadd cassette, the customer noticed fluid leakage. The reported event occurred during pre-use check. There was no patient injury due to the reported event.